Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t, the issue occurred in italy. Livanova field service engineer was dispatched to the customer facility: reported error was confirmed together with faulty agitator and other errors displayed on patient circuit. Problem was solved by disconnecting the electrical connection of pump 1. Stirrer motor, power board and flat cables were replaced too. Device was then confirmed to be working as per its expected intended use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system showed the error pump 2 uses too much power (e17). The issue occurred during priming. There was no patient involvement.